Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011 due to erosion. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).